Event description:
It was reported that the patient experienced atrophy with an artificial urinary sphincter (aus), however the device was cycling correctly. An implant surgery was performed to add a second cuff, but none of the components were removed. The patient did not suffer any further complications. No more information available at the moment. Should additional information become available, it will be provided.